Manufacturer narrative:
The reporter in this incident would not verify the part number of the device used, only that it is a conmed single argon pad. No details of the procedure, incident or type of treatment provided were given. When the quality engineer has completed their investigation, a supplemental report will be filed.

Event description:
It was reported "single argon pad used, was not removed and replaced, resulted in injury, treatment was provided."